Event description:
Event description guidant received information that this implantable transvenous defibrillation lead has displayed varying shock impedance measurements since being checked one month ago. The physician tried a synchronized 0.8 joule shock which recorded a normal impedance measurement of 49 ohms. Subsequent measurements produced a value >125 ohm. The shock electrogram showed no anomalies. No adverse patient effects are noted.